Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. Testing was performed and it was found that the sample was clogged in the co2 monitoring tube. The monitoring tube was inserted too deeply into the four-hole connector. With the connector inner diameter decreasing, it was determined that the glue at the end of the monitoring tube caused the clogging. Based on the investigation performed, the reported complaint was confirmed. Corrective action has been taken. The work instructions for adhesion have been updated, and personnel have been re-trained. In addition, the inspection procedure for adhesion has been updated.

Event description:
The customer alleges that the device does not work. The device does not provide a reading. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device does not work. The device does not provide a reading. No patient injury or harm reported.